Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system but the reported issue was not reproduced during testing. The microswitch was replaced and flow sensor replacement recommended for replacement to resolve the issue.

Event description:
The hospital reported an error resulting in the loss of mechanical ventilation mode. There was no report of patient injury.